Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that two handpieces delivered no ultrasound. Timing of the event and number of patients involved and patient impact are unknown. Handpiece cables were noted to be bare. Additional information has been requested but not received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, this site elected to return three handpieces in which two also had issues with ultrasounds. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The first phaco handpiece was manufactured on april 2, 2015. Based on qa assessment, the product met specifications at the time of release. The second phaco handpiece was manufactured on january 6, 2015. Based on qa assessment, the product met specifications at the time of release. The third phaco handpiece was manufactured on april 9, 2015. Based on qa assessment, the product met specifications at the time of release. The first phaco handpiece (hp) was received for evaluation. The hp was primed and tuned with a calibrated console and analysis of data shows 69 tunings without failures. The handpiece was run at full power for 2:44 minutes before system message (sm) was displayed and the hp stopped working. The connection between the ground and high electrodes was tested. However, the digital multimeter (dmm) did not display any resistance, indicating an open circuit, passing this test. The hp was then disassembled and an electrode was found to be detached after removal of the kapton tape. The second phaco handpiece was received for evaluation. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system after running for 5 minutes on 100% torsional and ultrasound power and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests within stroke specifications. The third phaco handpiece was received for evaluation. The handpiece cable jacketing was able to be easily cut. The handpiece was successfully primed and tuned on a calibrated system. The sample was then run at 100% u/s and torsional power for 5 minutes without error. Finally, the u/s and torsional strokes were measured and found to meet specifications. The cause of the reported event ¿no ultrasound delivery¿ was confirmed in one of the returned handpieces (the first) and can be attributed to a detached electrode. However, how the electrode became detached remains unknown. The second and third handpieces were determined to have met functionality specifications. (B)(4).